Event description:
This complaint is in reference to the alcon product dailies aquacomfort plus toric. As initially reported by the consumer she experienced irritation after wearing contact lens. She went to the eye care provider and was diagnosed with eye infection. On (B)(6) 2023, further details were received, indicating that the consumer was diagnosed with uveitis. The consumer was prescribed with prednisone. The current status of consumer eye is not resolved at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).